Manufacturer narrative:
Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
This is a follow-up to provide new information. After the manufacturing facility performed an investigation of the provided lot code, it was found the product is sleek regular with a recall lot code.

Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. However, since the consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated that tampon fell apart. She experienced ongoing bleeding. Doctor completed procedure to remove excess tissue and growth from uterus and removed left behind tampon pieces. Symptom has resolved.